Manufacturer narrative:
The spinous process tall clamp has been received by the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively a sacroiliac and thoracolumbar procedure. It was reported that the spine clamp was was broken. The surgeon tried to take the spine clamp out and it got stuck. The surgeon managed to get it out and ended up replacing it with another spine clamp and proceeded with the case. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.